Event description:
Pt infusing flolan via cadd legacy pump. Internal bag of cassette leaked, no drug infusing. According to pt's father, pt "crashed". Father placed new cassette on pump and resumed infusion. States pt is fine now that drug is infusing.